Event description:
A customer contacted baxter's technical service center to report having a low drain volume alarm (see master complaint) with the homechoice (hc) machine during initial drain. The drain volume was 998mls. The home patient (hp) started a new therapy but was still using the same supplies with a partially filled heater bag (addressed in this complaint) and stated all the lines were clear of any blockages. The hp requested to bypass to fill 1. The technical service representative (tsr) assisted the hp to bypass to fill 1. The tsr explained the alarm and possible causes after assisting to bypass. The hc was operational. The resolution to this reported condition was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated he did not notice any visible damage or abnormalities with the cassette that was in use. The hp stated he discarded the sample and did not know the lot number. The hp stated he was able to continue therapy successfully after bypassing to fill 1. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This complaint is for a report of the patient reusing disposable supplies after ending therapy. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. Per the complaint information, the cause of the complaint is user error/mis-use. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.